Manufacturer narrative:
The reported field event of oversensing and noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a device changeout procedure. It was noted that the pacemaker noted noise previously. Upon review, it was noted that the patient previously experienced atrial fibrillation which the pacemaker noted as noise and mode switched. No real noise was observed. No programming changes were reported. The device was explanted and replaced. The patient was stable throughout.